Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Wear and tear damage to drain fitting, enclosure, front cover, line cord, left block, and water tank cover was noted. The operator filled the reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety and electrical test. The reported issue was confirmed. The issue was due to a damaged water tank cover, which was replaced. The operator replaced the drain fitting, enclosure, front cover, line cord, left block, and hl-390 switch label due to visual damage. Preventative maintenance was also performed.

Event description:
Information was received indicating that the level 1 hotline low flow system had a leaking reservoir. There were no adverse events reported.